Event description:
A health care professional reported with the description of injector came out crown which damaged the lens when advanced. Additional information was requested. There are two medical device reports associated with this report. This is 1 of 2.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was returned in the blister tray. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been advanced to mid nozzle and is advanced over the intra ocular lens (iol). The lens is advanced to nozzle entry and is crushed. The complainant indicates the use biovisc as viscoelastic, which is not qualified for use with associated preloaded device. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the customer states the use of non-qualified viscoelastic. The use of an unqualified ophthalmic viscosurgical device (ovd) may cause damage to the lens and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received, the procedure was completed on the same day using another lens and there was no patient harm.